Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that ¿the power injection infusion set fell apart¿ was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ powerloc max safety infusion set. The housing was completely detached from the extension tubing. The tubing appeared intact. Tactile inspection of the sample did not reveal any tensile weakness. Microscopic inspection of the sample confirmed the tubing to be intact. Inspection using an ultraviolet light revealed no obvious adhesive residue on the tubing. Minimal adhesive residue was observed within the housing orifice. The lack of adhesive residue and lack of tensile weakness suggested that the tubing detachment from the housing was caused by improper/incomplete bonding during device assembly. The device is a supplied component and the supplier has been notified of this event. (B)(4).

Event description:
It was reported via medwatch report that the "nurse was preparing to access a port when the power injection infusion set fell apart. The tubing came off at the needle set. The nurse had primed the line with normal saline and was going to access the port. As she picked up the port needle and was about to access the patient, the entire tubing fell into x3 pieces (needle, tubing, and clamp). The needle was never inserted into the patient."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascss0073 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via medwatch report that the "nurse was preparing to access a port when the power injection infusion set fell apart. The tubing came off at the needle set. The nurse had primed the line with normal saline and was going to access the port. As she picked up the port needle and was about to access the patient, the entire tubing fell into x3 pieces (needle, tubing, and clamp). The needle was never inserted into the patient."